Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was unable to be interrogated. Technical services (ts) was consulted and confirmed that the device was compatible; however, interrogation remained unsuccessful. Ts believed the device is likely at end of life, or the device was previously explanted, and a boston scientific device was no longer implanted. No confirmation is available if the device was explanted and replaced. No adverse patient effects were reported. This ICD remains in service.